Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the zapping had taken place ever since she go the implant. The patient stated that whenever she was in any position where her vertebrae push against the lead it made the stimulation very strong and she used her programmer to turn it off. The patient noted that when she laid in bed she felt an increase in stimulation sensation and noticed it more when she laid on a hard surface.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. The patient reported that when they lay down they feel a zapping sensation since implant on (B)(6) 2013. The patient stated that they have grown to be aware of. The circumstances leading to the zapping was when the patient laid on a hard surface the stimulation has always been too intense, so that they were required to turn it off. The steps taken to resolve these issues were that when they lay on the exam table or dentist chair they are required to turn it off. When the patient lays on the floor they have to roll to their side or turn it off. The patient stated that at night in bed the stimulation will lessen, but on a hard surface and laying they have to turn it off. The patient has mentioned the issue to their pain management doctor and they have to turn stimulator off before they lay down. The issue has been there since the implant on (B)(6). No further complications were reported.